Manufacturer narrative:
On (B)(6) 2021, a photo of the affected device was received by mentor. On (B)(6) 2021, upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn¿t be analyzed according to our procedures. As part of mentors quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturers reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor memorygel breast implant 325cc and suffered from a rupture on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2020.